Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. On 07/20/2025, it was reported that the patient called in to get a replacement for his g6 sensor and transmitter. He uses insulet omnipod5 in modified closed loop. He said that he was hospitalized due to his diabetes, but refused to provide details of hospitalization. No documentation whether a malfunction of the dexcom device caused or contributed to his glycemic state necessitating hospitalization. No other details were documented. Data investigation could not confirm the allegation. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. However, it was noted in connection with the allegation that the app delivered high, low, urgent low, and sensor error alerts expected on the alleged date of event, 07/20/2025. In addition, on 07/21/2025, the app experienced temporary sensor error from 10:31 am to 01:31 am, with intermittent egvs of low (less than 40 mg/dl) and the sensor failed due to low counts aberration at 01:36 pm. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred. On 07/20/2025, it was reported that the patient called in to get a replacement for his g6 sensor and transmitter. He uses insulet omnipod5 in modified closed loop. He said that he was hospitalized due to his diabetes, but refused to provide details of hospitalization. No documentation whether a malfunction of the dexcom device caused or contributed to his glycemic state necessitating hospitalization. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.